Manufacturer narrative:
Correction initial MDR due to correction to rpn from evo-10-11-4-b to evo-fc-10-11-4-b. This error was confirmed and change updated on 25-may-23. No impact to other scetions of medwatch report.

Event description:
Correction initial MDR due to correction to rpn from evo-10-11-4-b to evo-fc-10-11-4-b. This error was confirmed and change updated on 25-may-23. No impact to other sections of medwatch report.

Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-4-b device of lot number c1281568 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿mdr2052¿ to capture ¿off label use and stent migration¿. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review: as per the IFU stent migration is a known potential adverse event that can occur in conjunctions with biliary stent placement: ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ as per the intended use section of the IFU ¿this device is used in palliation of malignant neoplasms in the biliary tree¿. As per the pmcf study casebook, it was noted that the stent was used in the treatment of choledocholithiasis, a benign condition. The use of this device for the treatment of choledocholithiasis in this study was off-label use. With the above information, there is evidence to suggest that the customer did not follow the instructions for use/product label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off-label use was identified from the available information. The stent was used in the treatment of choledocholithiasis, a benign condition, which is unforeseen misuses of the device as per the IFU¿s intended use section. As per the IFU, stent migration is a known potential adverse event associated with biliary stent placement. The stent migration was deemed likely related to the off-label use of the device. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did experience an adverse effect due to this occurrence. 173 days post stent placement the stent migrated without treatment as per the pmcf study casebook. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
MDR (B)(4), cook (B)(6) evo-fc-11-4-b off label use , stent placed for choledocholithiasis, a benign condition, on (B)(6) 2017 - 173 days post procedure - full stent migration without treatment.patient outcome:no treatment.status: resolved, treatment: no treatment, death, no.the investigation was concluded on the 25-may-2023, this report will include the investigation conclusions.

Manufacturer narrative:
Supplemental additional correction MDR report being submitted due to updated form received with rpn corrected on 18-sep-2023. Correction to rpn from evo-10-11-4-b to evo-fc-10-11-4-b was completed in previous correction report, this report corrects the rpn in section d of the report.

Event description:
Supplemental additional correction MDR report being submitted due to updated form received with rpn corrected on 18-sep-2023. Correction to rpn from evo-10-11-4-b to evo-fc-10-11-4-b was completed in previous correction report, this report corrects the rpn in section d of the report.